Manufacturer narrative:
H6 - health effect clinical code: 4581 - cyst. Manufacturer narrative: secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim # (B)(4).

Event description:
An article titled "a case of enlarged primary iris 1 cyst developing two years after implantable collamer lens implantation" indicated a patient who received an implantable collamer lens (icl) implantation was treated with surgical excision. During this time the patient experienced a secondary iris cyst (iris issues), hyperemia, transient loss of va, refractive change over time, and lens tilt. Surgical management and lens repositioning was noted to be performed to remedy the event. The article concludes the issue was resolved and visual function could be preserved through treatment with a minimally invasive surgical approach without removal of the icl.